Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured at the middle part. The device was removed from the patient without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured at the middle part. The device was removed from the patient without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch number was confirmed correct. Microscopic analysis confirmed a pinhole 4 mm from the distal end of the balloon. Kinks were found on the device 4.2 cm, 5.4 cm and 7.4cm from the hub.